Event description:
"During bath, rn changed stat-lock for patient's foley. 2, 3-way foley attempted, neither would secure closed. Exp: [redacted date], lot: (10)24gbk993. One taken from each medical supply room on np 9. Both with same lot number and expiration date. Product left in mailbox." Manufacturer response for foley, foley (per site reporter). Ongoing issues with foleys, working with medline.